Event description:
Persistent pain post-op artelon on a pt. Case was revised to a trapeziectomy, approximately 6 months post-op.

Manufacturer narrative:
Explantation probably due to fixation problem.